Event description:
The patient reportedly experienced intermittent lock, loss of sound, and open electrodes. External equipment was exchanged, however, the issue was not resolved. It was reported that some of the electrodes were not in the cochlea. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.